Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the delivered volumes are out of the 10% range. When the vt set to 500ml, the data of ventilator vte is reading 600ml and the volumes coming out of the ventilator analyzer is reading 600ml. No patient involvement.